Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on electronics. The pump was unable to perform idle current test, run current test, self-test, off no power test, error test, basic occlusion test, occlusion test, prime, excessive no delivery test, displacement test or verify low battery alarm, battery out limit alarm, off no power alarm due to blank display. The pump was received with minor scratched display window and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call of blank display, battery out limit, low battery alert and damage from the insulin pump. The customer's blood glucose reading was 254-270 mg/dl. The customer stated that she slipped and the pump fell in the bathroom. The customer reported that the pump constantly says low battery. The customer changed the battery and the pump alarmed again. The customer reported corrosion in the battery compartment. The insulin pump will be returned for analysis.